Event description:
The products does not absorb well and requires changing within the 7 day wear time. It was also noticed that the wounds are macerated and taking longer than they usually take to heal.